Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure.according to the complainant, during the procedure the clip failed to release from the delivery catheter. However, after several actuations of the handle, the clip separated. The procedure was completed with this resolution clip.there were no patient complications as a result of this event. The patient condition was reported as okay post procedure.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date.(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.